Event description:
It was reported that the attempted implantation of the right ventricular (rv) lead was unsuccessful due to persistently high pacing threshold measurements. Despite testing the lead with a pacing system analyzer (psa), no improvement in the measurements was observed. Consequently, the decision was made to discontinue this lead, and the physician successfully placed an alternative lead. No adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the attempted implantation of the right ventricular (rv) lead was unsuccessful due to persistently high pacing threshold measurements. Despite testing the lead with a pacing system analyzer (psa), no improvement in the measurements was observed. Consequently, the decision was made to discontinue this lead, and the physician successfully placed an alternative lead. No adverse patient effects were reported.